Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s probable the image issue occurred due to a cable failure. The final root cause was unable to be identified, as the loss of image was unable to be duplicated during the device evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported that during inspection for use in a diagnostic gastroscopy procedure, the camera head while being used with the visera elite video system center did not display an image. The intended procedure was completed successfully with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed, but it was found that the cable was faulty, resulting in noises on the image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.